Event description:
Solution was delivered in 10 hours versus the expected 24 hours. The device contained 12mg of 5fu and isotonic sodium chloride for a total fill volume of 230ml. Reporter states no pt injury resulted from reported condition. According to the reporter, the pt involved in this incident had slept near the stove at home.